Event description:
During the coil embolization procedure, when the surgeon tried to deploy the stent, the microcatheter suddenly jumped backward and the stent was placed at undesired location. After the event, the enterprise stent did not cover the aneurysm neck, and another stent was placed to cover the aneurysm neck with the same microcatheter. A constant and dedicated saline source was utilized at all times, but there was resistance between the prowler microcatheter and delivery system/stent. The distal tip of the microcatheter was not re-shaped. After removal of the devices, no damages were noticed on the delivery system or microcatheter. The aneurysm was saccular with wide neck. There was no adverse event reported with the event. The product remains implanted and will not be returned for analysis.

Manufacturer narrative:
During the coil embolization procedure, due to deployment difficulties, the enterprise vrd was placed at an undesired location requiring placement of another stent. The second stent was placed through the same microcatheter without any reported difficulties. There was no adverse impact to the patient. The wide neck aneurysm was saccular. A constant and dedicated source of saline flush was utilized at all times. The prowler select plus microcatheter was not reshaped prior to use. There was some resistance with the first enterprise and the microcatheter suddenly jumped back. After removal there were no damages noted on the enterprise system or the microcatheter. The enterprise stent remains implanted and the delivery system is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425627. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise instructions for use outlines positioning of the delivery catheter least 1.2 cm distal to the aneurysm neck followed by advancement and tracking of the enterprise system to the tip of the catheter. It warns to no apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Once the enterprise positioning is satisfactory, carefully retract the infusion catheter, while maintaining the position of the delivery wire, to allow the stent to deploy across the neck of the aneurysm. Based on the available information it appears that procedural factors including vessel characteristics and handling including continued advancement in the presence of resistance and not securing the enterprise delivery wire in place during deployment may have contributed to the event. With review of the available information and device history record review, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region lot number 01425627 which is cordis lot number 01425627. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425627. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 25 units, which were shipped from lake region medical on september 1, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.